Event description:
During an unspecified thoracoscopic procedure, the instrument fired partially. The staples did not form and the staple lines were incomplete. The surgeon converted the procedure to a thoracotomy and applied suture to correct this condition. The hospital has reported that the pt's status is satisfactory.